Event description:
Healthcare professional reported "ruptured implant as evidence by external flattening of breast noticed by patient. No precluding traumatic or invasive event" and "explant surgery confirmed ruptured implant with capsular contracture". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "ruptured implant as evidence by external flattening of breast noticed by patient. No precluding traumatic or invasive event" and "explant surgery confirmed ruptured implant with capsular contracture". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.